Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and noted the signal being oversensing after ventricular pacing, as well as a signal after ventricular sensing, which would not be counted by the device. Programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.